Event description:
It was reported that this spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices are unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2208700, model number: sc-2208-70, serial: (B)(6), batch: a37769, UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208700, model number: sc-2208-70, serial: (B)(6), batch: 147513, UDI: (B)(4).